Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the patient was admitted to the hospital last sunday due to symptoms related to taking too many diuretics which was prescribed by their nephrologist. Patient was also working with their primary care physician regarding this issue. Patient said that they found a urinary tract infection so they put a catheter in and when they pulled the catheter a few days later patient still had 500 cc's of urine in the bladder. Patient asked if the not emptying the bladder could be related to the implant. When asked, patient said the only recent adjustment they had made was on wednesday, patient decreased the setting a little and stated they hadn't made any adjustments prior. Reviewed therapy information. Patient to consider decreasing setting and tracking to determine if notices any change or to consider turning stimulation completely off. If symptoms improve, patient directed to keep their therapy off until consults with their managing physician. Patient was redirected to their managing physician for their implant however they stated they found out that both the physician and the physicians assistant were out this week. Patient said they had been working with nephrologist to get approval to go home on IV antibiotics to continue to treat uti. Patient also said that their healthcare provider told patient that if they are still retaining urine after catheter was pulled, then they will put the catheter back in and send patient home with it as well. The patient mentioned that they get a lot of urinary tract infections.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that hte h6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.